Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 500 mg/dl reportedly, customer "believed that it was due to the generic brand of insulin customer was using at the time." Additionally, it was reported that the customer experience a low blood glucose below 54 mg/dl. Cause was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided.